Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The product used is unknown and therefore the 510(k) entry field is left blank. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. If additional information becomes available, a follow up report will be submitted.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6). On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient began remedial therapy with fortum 1 gram, intraperitoneal (ip), once daily; and reflin 1 gram, ip, once daily. At the time of this report, the patient was still hospitalized with the antibiotic therapy and dianeal pd2 therapy ongoing. The cause and outcome for the event of peritonitis was reported as unknown. The nurse reported the event of peritonitis was not related to the dianeal pd2 ultrabag therapy.